Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The customer IV set was not identified and the pump setup and environmental conditions are unknown. The spectrum iq operator's manual, contains a number of use warnings to prevent flow inaccuracies, including ensuring proper pump and IV set setup, and using compatible IV sets within use range for the set. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would not infuse, and no alarm was triggered. During a milrinone (100cc) infusion the nurse became aware the bag was still full after an unspecified amount of time. The volume to be infused (vtbi) on the pump was reflective of what the volume should have been infused, and the pump did not alarm or notify of an upstream occlusion. Furthermore, the device was not pulling air or milrinone. The pump had not been paused or off at any time during the infusion. The nurse noticed that drip chamber was low and applied pressure to drip chamber, but there was no backfill. The spike of the IV tubing was advanced into the bag of milrinone and the chamber filled. A new bag of milrinone, new IV tubing, and a different IV pump were set up. The patient experienced ¿hemodynamic changes¿ as a result of the event. It was not reported what ¿hemodynamic changes¿ occurred or what medical intervention was initiated. No further information was available at the time of this report.